Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 23 mm aortic bioprosthetic valve, it caused a coronary occlusion and was explanted and replaced with a 21 mm non-medtronic valve. It was reported that after removing the 23 mm valve, the physician sized for a 21 mm valve of the same model but felt the valve would still be too large. Therefore, a non-medtronic 21 mm valve was ultimately implanted. No additional adverse patient effects were reported.